Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) levels ranged between 329-400mg/dl. The customer would administer manual injections to address the elevated bg levels; the customer was unable to recall how they addressed their bg levels on other occasions. The customer does change their pump supplies within labeling. As the customer ran out of pump supplies, they reverted to manual injections for insulin therapy. The customer stated that at times they disconnect from their infusion set site and are unable to observe insulin exiting the cannula. No troubleshooting was performed to determine a possible cause of the occlusion alarms due to occlusions occurring in the past or the customer removing the supplies from the pump prior to contacting tandem technical support (cts). During follow-up, cts educated the customer in regards to troubleshooting occlusion alarms to determine the possible causes for the occlusions. The customer was to continue using manual injections for insulin therapy.